Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted and then removed "because patient developed a cataract." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.